Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision was alval/soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision due to take place (B)(6) 2011. Asr xl acetabular system (left). Update from crawford's email 1st june 2012: reason for revision, date of revision confirmed. Reason for revision: alval/soft tissue reaction. Update - added a taper sleeve and a dummy stem (querying stem details) taken from claimsuite dated 14th may 2015 .

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
: New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision due to take place (B)(6)2011. Asr xl acetabular system (left), update from (B)(4) email 1st june 2012: reason for revision, date of revision confirmed reason for revision: alval/soft tissue reaction update - added a taper sleeve and a dummy stem taken from claimsuite dated 14th may 2015. Reason(s) for revision: alval / soft tissue reaction. Corrected doi the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pt is scheduled for an asr revision (B)(6) 2011. Specific details regarding the report are unk.